Event description:
Caller reported a cartridge alarm 30 with their insulin pump, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The caller successfully loaded a new cartridge and resumed insulin therapy prior to contacting support. Technical support planned to send a replacement cartridge to resolve the issue.